Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump time was incorrect after the pump was reset. Tandem technical support assisted customer in correcting the pump time and customer resumed insulin therapy. Customer's blood glucose was 389 mg/dl.